Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when closing the port sites, the thread broke. A new suture was used to complete the procedure. There was no patient injury.